Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she has noticed that her reservoir piston is not moving. She has changed the set and the reservoir multiple times and removed the battery as well and the piston is not responding. The customer was doing a site change when she realized that during filling the tubing part of the process. The customer checked the drive cap and it is slightly indented and the piston still has not moved. The insulin pump will return. The blood sugar is unknown.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No prime/fill anomaly noted. Pump passed all operating currents tested within the specification range and passed off no power test. The motor functions properly during testing. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.